Event description:
It was reported that the horizontal lock on the 9800 system would not hold. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The horizontal lock was replaced during the service call. The system was tested and found to be working as intended, and put back into service.